Event description:
The customer reported that during a patient event, the device lost power. This reported device issue occurred during monitoring of the patient and there was no report of them requiring any critical therapy from the device. Initially the customer stated that the device lost power one time and was restored immediately; however, subsequently the customer reported that the device reportedly lost power 2-3 times during the event. The customer stated that they were able to restore power to the device each time. There was no report of any adverse effects caused to the patient as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify any power failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.